Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an emergent stemi percutaneous coronary intervention with a 6f sheath. Reportedly, the patient received stenting treatment at another facility and was transported to a new facility. During closure of the access site at the new facility, the proglide felt different inserting and deploying in what looked to be too low a puncture site. There was no suture on the needles with plunger removal. The footplate would not retract and was stuck open. Pressure was held due to bleeding. After attempts at manipulation to remove the device, a vascular surgeon was called. The device was pulled out against resistance and tore the vessel. Manual compression was applied as a balloon was prepared for contralateral access. Two covered stents were deployed at the access site and achieved hemostasis; however, the distal portion of the sheath was noted to be trapped by the stents. A snare was used to remove the sheath contralaterally. Blood loss was treated with two units of blood. There was a reported clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Patient effects of vascular injury (tissue injury) and hemorrhage are listed in the electronic perclose proglide instructions for use (eifu), as possible adverse events of use of the device. The reported device felt different inserting and deploying the device appears to be related to the reported needle to cuff miss. The reported no suture on the needles with plunger removal was likely an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Factors that may contribute to difficult to open or close the foot and device entrapment include, but are not limited to tissue or suture caught in the foot or posterior cuff partly deployed in the foot. The reported sheath separation was the result of the reported difficulty removing the device. The patient effects of tissue injury and hemorrhage are known risks of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an emergent stemi percutaneous coronary intervention with a 6f sheath. Reportedly, the patient received stenting treatment at another facility and was transported to a new facility. During closure of the access site at the new facility, the proglide felt different inserting and deploying in what looked to be too low a puncture site. There was no suture on the needles with plunger removal. The footplate would not retract and was stuck open. Pressure was held due to bleeding. After attempts at manipulation to remove the device, a vascular surgeon was called. The device was pulled out against resistance and tore the vessel. Manual compression was applied as a balloon was prepared for contralateral access. Two covered stents were deployed at the access site and achieved hemostasis; however, the distal portion of the sheath was noted to be trapped by the stents. A snare was used to remove the sheath contralaterally. Blood loss was treated with two units of blood. There was a reported clinically significant delay in the procedure and prolonged hospitalization. Subsequent to the previously filed report, the following information was received: the device was pulled out against resistance, and the distal sheath separated, leaving the proximal sheath in the vessel. No additional information was provided.